Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported false readings for ventricular tachycardia at the g9 bedside monitor (bsm). The customer was asked to provide clarification on how the readings were considered false, but no response was received. It is unknown what alarm(s) the customer was seeing. The customer was unwilling to assist with troubleshooting and insisted on having on-site nihon kohden (nk) personnel to assist with the issue. No patient harm was reported. Service requested / performed: on-site evaluation / exchange. Nihon kohden tech support (nk ts) arrived at the facility on (B)(6) 2019 and found the patient had already been discharged from the g9 monitor. Historical data was not available to investigate the event. The device was in the or and was a standalone unit - not being monitored by a central nurse's station (cns). Additionally, nk ts placed a simulator on the g9 monitor and tested multiple arrhythmia conditions. The g9 monitor was able to produce alarms for all the arrhythmia and showed accurate numerical data. The reported issue could not be duplicated on-site. The customer was later provided with an exchanged unit to resolve the issue. Investigation summary: the issue could not be duplicated; therefore, a root cause could not be determined. Hazard analysis document # 0704-907481c, hazard # 1006-1009 (incorrect result for 12-lead analysis) provides the following possible causes: · during the auto measurement, the patient was moved when a waveform was automatically acquired. · an analysis was implemented although the electrodes were removed. · 12-lead analysis was implemented without setting a gender. · 12-lead analysis was implemented without setting a birthday. The service history shows this is an isolated incident. The reported issue could not be duplicated. Further action is not warranted. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported false readings for ventricular tachycardia at the g9 bedside monitor (bsm).

Manufacturer narrative:
The biomedical engineer, (B)(6), reported that there were false readings for v-tach with csm-1901 bedside monitor. We were told to speak to (B)(6), a tech, regarding this matter. (B)(6) was not absolutely sure if the patient coded and if they had to do chest compressions. He stated to speak to (B)(6), the lead anesthesia tech, for additional details regarding this complaint. (B)(6) requested that all requests come to him and that they be emailed so that he could collect the information to provide to us. Requests were made for patient information, date of event and additional clarification on the description of failure that was provided by the biomed but we have not received a response back regarding this matter. Therefore, it is unclear whether this was an adverse event or not and although there is not enough information on the failure, we are reporting this to err on the side of caution. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer, (B)(6), reported that there were false readings for v-tach with csm-1901 bedside monitor.